Manufacturer narrative:
The insulin pump was received with an a39 alarm; the problem is isolated to the mother board. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor communication error alarm on the insulin pump. Customer stated this was the second occurrence of the alarm. The customer's blood glucose was unknown. Customer stated they had to reset the time, date and performed a rewind, prime and fill cannula again after the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.